Event description:
The following was reported to davol per maude event report (B)(4). It was alleged that on (B)(6) 2013, the pt was implanted with the composix lp mesh. The pt developed signs of an abscess/infection and returned to the hospital. On (B)(6) 2013, the pt underwent explant of the mesh for signs of necrotizing fascitis. The pt underwent add'l procedures for irrigation, wound debridement and placement of wound vac.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided. Add'l info has been requested we have also requested return of the device for eval. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, surgical site infections (ssis) are among the most common nosocomial infections in the us. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.